Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 722mg/dl. The nurse stated that the customer's blood glucose was high when she woke, then it dropped to 527mg/dl, and last to 138mg/dl. It was stated that the customer had a chronic urinary track infection. The nurse stated that the doctor requested a replacement before the customer is released. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.